Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a (B)(6) female with a diagnosis of hodgkin¿s lymphoma and a PICC line in place had a positive blood culture for serratia marcescens on (B)(6) 2018. The patient was treated and discharged. The pfge patterns for this incident are indistinguishable from the original co outbreak pattern. The device implicated with this incident is a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe.

Event description:
It was reported that a 16 year old female with a diagnosis of hodgkin¿s lymphoma and a PICC line in place had a positive blood culture for serratia marcescens on (B)(6) 2018. The patient was treated and discharged. The pfge patterns for this incident are indistinguishable from the original co outbreak pattern. The device implicated with this incident is a 10 ml bd posiflush¿ sterile field (sf) saline syringe, in 10 ml syringe.

Manufacturer narrative:
Investigation summary: as neither a sample nor a valid lot number for the reported product code (306553) were available for evaluation by our quality engineer team, a three year review of complaints, environmental monitoring results, water test results, and quality notifications was performed. Upon review, the records indicate there were no occurrences of serratia marcescens documented within the drogheda manufacturing facility. The drogheda manufactured posiflush products are sterilized using moist heat sterilization; a process which is annually re-qualified. There is no morphological evidence that s. Marcescens has the ability to survive the moist heat sterilization process. In addition, s. Marcescens is a mobile organism with growing conditions of 5-40 degrees celsius, which is well below the moist heat sterilization temperature of 121 degrees celsius. A corrective and preventive action plan has been initiated to further investigate and monitor this issue. Investigation conclusion: no sample received. Note: samples unavailable, complaint was not raised on a specific lot number of posiflush sf or sp. Complaint raised in association with an FDA investigation of infections in patients with central lines whose treatment involved the use of posiflush sp, sf, and heparin lock syringes. Lot number unknown. DHR - n/a - lot number unknown. - the provided lot numbers for this complaint were reviewed and concluded not to be manufactured in drogheda. Manufacturing review: the organism associated with the complaint was identified as serratia marcescens. A review of environmental monitoring data from 2015-2018 and bioburden ids confirmed that the organism has never been recorded at the drogheda site. Reference to known issue: mps-18-1248-sa unconfirmed. Investigation comments- n/a (no sample or lot) root cause: a batch number was not supplied in this instance. However, in accordance with CPR-033, situational analysis, a three year review of complaints, environmental monitoring results, water test results and quality notifications was performed. Records indicate that there were no recorded occurrences of s. Marcescens organism in the drogheda plant. In addition, drogheda posiflush product is terminally sterilized with moist heat sterilization. The sterilization process is requalified annually to demonstrate sterility assurance level of >10-6 other action taken: there is no morphological evidence of serratia marcescens ability to survive the moist heat sterilization process. During the validation and annual re-validation of the drogheda steam sterilizers, the plant uses spore forming thermophilic gram positive rod shaped geobacillus stearmothermophillus s a biological indicator. The formation of endospores has not been reported in any species of serratia, thus its resistance to steam sterilization is scientifically remote. In addition, it is a mobile organism with growing conditions of 5-40 degrees celsius, well below the moist heat sterilization temperature of 121 degrees celsius. Root cause description: root cause: a batch number was not supplied in this instance. However, in accordance with CPR-033, situational analysis, a three year review of complaints, environmental monitoring results, water test results and quality notifications was performed. Records indicate that there were no recorded occurrences of s. Marcescens organism in the drogheda plant. In addition, drogheda posiflush product is terminally sterilized with moist heat sterilization. The sterilization process is requalified annually to demonstrate sterility assurance level of >10-6. (B)(4) has been raised to deal with this complaint.